Event description:
It was reported that the ventilator had an error code indicating that the watchdog test failed. There was no patient involvement. The unit was sent for bench repair. The bench technician confirmed the reported issue. In addition, the bench technician found the data acquisition (da) board to motor controller (mc) board connector pins were damaged. The bench technician replaced the gas delivery system and the da to mc board connector to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Based on information provided and/or service performed, the alleged malfunction was confirmed.

Manufacturer narrative:
A gas delivery system (gds) assembly and data acquisition (da) pcba to motor controller (mc) pcba cable were returned for analysis. Visual inspection of the gas delivery system (gds) assembly revealed that the flow sensor had a component flow substrate cracked in half on the o2 flow sensor. The da to mc cable revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that the physical damage of u1 on the flow sensor created the 100b error code.